Event description:
It was reported that the doctor was putting in an eagle self drilling screw and noticed a slight pop. He looked and saw the screw had the threaded end of the eagle/swift plus threaded driver inner shaft in it. The screw containing the instrument's broken tip was replaced intraoperatively. The eagle/swift plus threaded driver inner shaft, its broken tip, and the screw were discarded by the customer.

Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device discarded.